Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line became caught on a door handle and kinked. The customer changed the cartridge to address the issue. Customer's blood glucose was 112 mg/dl.